Event description:
The tubing detached from the dripchamber. This problem produces risk for patients in loss of pressure measurements, staff getting wet and potential backflow of blood.

Manufacturer narrative:
This incident is currently under investigation. Attempts to obtain additional information regarding this incident are being made. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: june 5, 2007.